Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was defective causing a quiet alarm, which confirmed the original complaint issue.

Event description:
Dealer advised warning alarm upon start up is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised warning alarm upon start up is not working.